Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range left ventricular (lv) lead impedances. All other lead measurements were stable and within normal limits. The patient is not pacemaker dependent and there were no adverse patient effects were reported. The device was reprogrammed to electronically reposition the lead which resolved the issue. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.